Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 120 mg/dl and up, compared with the sensor glucose reading of 60 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that the issue had occurred several times, and she stopped using the sensor as a result. She noted that the event first occurred 3 months prior, and she started using the sensor again; the issue recurred again a month prior. She declined troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.